Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left patient dissatisfaction with procedure outcome. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female patient underwent revision breast augmentation with 325cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery with catalog number shpx200 device was explanted on (B)(6) 2023. On june 13, 2023, mentor became aware that patient also experienced patient dissatisfaction on the left side in addition to right deflation. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Per paperwork received with the right side device on july 3, 2023, date of explant under field d6b has been updated to (B)(6) 2023. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 12, 2023, date of explant under field d6b has been correctly updated back to (B)(6) 2023. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) date of explant updated to (B)(6) 2023 per operative report.